Manufacturer narrative:
The initial attorney report did not indicate any issues with the bard composix kugel meshes implanted (B)(6) 2003. The medical records provided indicate the patient had previously undergone several mesh repairs of a right subcostal incisional hernia due to remote hepatectomy. The patient was treated for an infection 7 years post-implant of the bard composix kugel meshes. Infection is a known adverse event listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The bard composix kugel meshes were explanted at this time. We have contacted the initial reporter to request additional information regarding this bard composix kugel mesh. This MDR includes all patient, event and device information davol has received to date. It is unknown whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00491 and MDR 1213643-2010-00492 for information related to the bard composix e/x mesh and bard composix mesh implanted on (B)(6) 2002, and MDR 1213643-2011-00073 for information related to the other bard composix kugel mesh implanted on (B)(6) 2003.

Event description:
Attorney reported: (B)(6) 2002: patient underwent incisional hernia repair at hospital and two bard mesh devices were implanted. On (B)(6) 2003: patient underwent surgery to free up adhesions beneath previously placed mesh as well as lysis with multiple small bowel adhesions. Surgeon excised a good portion of previously placed mesh and replaced it with two more bard composix kugel hernia patches. From medical record review: (B)(6) 2009 -the patient has always had some discomfort in the epigastrium. In (B)(6) 2009, patient had sudden onset of severe pain associated with his incision. Diagnosed with necrotizing soft tissue, infected abdomen. On (B)(6) 2010 - there were 2 extended pieces of mesh that were in some manner rolled up into patient's subcutaneous tissue resulting in recurrence. General extensive lysis of adhesions, explant of 2 bard composix kugel meshes, and repair with gortex mesh.